Event description:
Driver tip was reported to have broken off inside the hex of a screw during an extraction procedure. Screw and driver tip were retrieved with no complications or pt injury resulting.